Event description:
It was reported that during use the right ventricular (rv) lead exhibited no capture. Rv lead settings were re-programmed the lead remained in use, and subsequently explanted and replaced. No patient complications have been reported as a result of this event.